Event description:
New plastic blunt cannula from company nexus medical number n0657 and rest of batch are difficult to puncture tops of medications vials. Multiple staff have had multiple broken tops of medication vials due to the blunt tip not puncturing through the top of the vial. Medications, including narcotics have spilled onto the floor.